Manufacturer narrative:
The customer ran control tests that morning with acceptable results: l1 = 42 mg/dl (range:30 mg/dl - 60 mg/dl) - passed. L2 = 298 mg/dl (range: 261 mg/dl - 353 mg/dl - passed. The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant glucose results with accu-chek inform ii meter serial number (B)(4). At 10:56 p.m. The meter result, via arterial line, was 430 mg/dl and then at 11:02 p.m. The meter result, via fingerstick, was 89 mg/dl. The customer stated that he questioned if the nurse had followed proper procedure in clearing the arterial line for the first test result.